Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application updated without being pushed or without warning. During the implant procedure everything proceeded as normal the device sensing amplitude was normal. The patient connector was removed prior to the data loading. Interrogation of the patient occurred later in the day due to seizure activity and it was noted that the device was turned on, but parameters were not set and there was nothing recorded. It was reported that there was no warning from the application that data was not loaded correctly. No patient complications have been reported as a result of this event.